Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the site started the system, it showed a ¿no input detected¿ message and the power light was still on. A manufacturer representative was on-site and power cycled the system numerous times and the issue replicated. The manufacturer representative powered down the system, left it off for several minutes, and then powered the system back on. The representative waited for the system to fully boot before shutting down again and the ¿no input detected¿ message did not show on the screen. There was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.